Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available associated medwatch: 1221934-2016-10501.

Event description:
Needle espresew iii uncovered and is passed to instrumentator which mounts in espreseww iii clamp, then passes the suture through one of the clamp and passes the surgeon which triggers the trigger for the fabric and then the other trigger to release the suture needle in which arthroscopy evidenced that tissue is not passing.. The specialist chooses not to continue using the clamp. As the cutter clamp does not work in spite of that the equipment was completely changed for this surgery. The specialist chooses not to continue using the clamp. Additional information received via email from the affiliate on 11-9-16 it is not known what type of procedure this was; the expressew iii gun would not fire the needle through the tissue; it is not known how the procedure was completed; also, the cord cutter was dull and would not cut the suture; it is not known how the surgeon completed the procedure without the cord cutter; the serial/lot number for both devices is not known; it is not known how old the devices are; the cord cutter is coming back; this failure extended the procedure around 1 hour; it is not known if there any patient consequences.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Additional information received via email from the affiliate on 12-21-2016: I tried to recover the device from the other city and we didn¿t received any answer from the institution. Sorry but we wouldn¿t return the piece for this event.